Event description:
Alleged a pt became entrapped in the bed by the ambulatory assist bar. The pt alleged he fell into the assist bar and his neck became entrapped. The pt was moved to another bed without the assist bars on it.

Manufacturer narrative:
The tech investigated and the pt stated, he tried to retrieve the nurse call button that had fallen to the right side of the bed. He lowered the head of the bed and slid to the right side. When he slid, his head got caught in the assist bar. The assist bar was in the upright position. The tech was not allowed to inspect the bed as it had been moved to another location. The account has moved all of the pt assist rails from their beds. The pt has a sore neck but did not receive treatment.